Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had constant no delivery alarms. Customer stated they changed set/reservoir, pump continues alarming. The customer's blood glucose was 72mg/dl. Customer's back up plan is manual injections. Customer stated the alarm occurred during manual prime. Customer stated the issues had not been resolved. During troubleshooting, the pump did not alarm no delivery, but did not get any drops of insulin. Customer stated they are unable to get insulin out of the tubing. Advised customer to revert to back up plan.